Event description:
On (B)(6) 2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction.

Event description:
On 22/aug/2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.

Event description:
On 22/aug/2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot history review was performed. There were two other complaints reported against the lot. The complaints addressed a patient reaction and are mentioned above (no samples). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Additional information: h6 health effect - clinical code correction: b5

Event description:
On 22/aug/2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nr dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.